Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. Clarification information was requested form the customer regarding the reported event however, no new information was received. Based on the available information and considering that no device or relevant media from the procedure was received, a clear conclusion for the reported shaft break cannot be established, nor can the allegation be confirmed.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and mildly calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the distal shaft to the balloon was found to have snapped. The device was completely removed in one piece, and the procedure was completed with a different device. No patient complications were reported. The patient has fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and mildly calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the distal shaft to the balloon was found to have snapped. The device was completely removed in one piece, and the procedure was completed with a different device. No patient complications were reported. The patient has fully recovered.